Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. Prior to procedure, it was found out that there were automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead. The ra lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. A partial lead was returned for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. Electrical testing that could be tested did not find any indication of conductor fractures although an internal short was noted consistent with procedural damage.